Event description:
This report pertains to one of three devices used during the same procedure. Associated manufacturer report #s 3005099803-2013-06937 and 3005099803-2013-06956 pertain to the other devices. It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.